Manufacturer narrative:
This report is being made due to the potential for injury were this event to recur. This is the first time that 3m espe was notified of such an event. A field service technician was dispatched to the customer's site on (B)(4) 2011 to investigate and resolve the reported problem. The cause of this event was determined to have been an electrical short on the power distribution board. The a/c line voltage (115 v) shorted to a 15 volt d/c on the power distribution board. The apparent cause of this event was a failure of a solder joint, causing displacement of the 115v a/c wiring allowing contact with the 15v d/c wiring, thus creating arcing and subsequent shorting of the circuit and damage to internal device components resulting in the observed smoke. All affected parts were replaced and the unit was retested by the service technician and found to be operating within specification.

Event description:
Customer reported smoke coming from the top of an iluma cbct x-ray system. No fire occurred and no pt or operator injury was reported in association with this event.